Event description:
It was reported that this implantable pacemaker showed that there are more events of right ventricular automatic threshold (rvat) test than right atrial automatic threshold (raat) test. Technical services (ts) discussed that the test appeared to take several attempts each day to achieve a threshold and discussed possible reasons for rerunning rvat several times. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted with reason unknown and was returned for analysis. No additional adverse patient effects were reported.